Event description:
The namic j-wire that comes in the left heart convenience kit was inserted in the guide catheter intact, and when the wire was removed after obtaining access to the left coronary artery, it was found that the wire was broken at the distal tip and part of the inner core was visible. No part of the wire was left inside the patient.